Manufacturer narrative:
ICU medical is continuing to investigate and monitor device performance to ensure corrective actions address the problem that was reported. Our continuous improvement initiatives provide additional resources to capture clinical and marketing preferences for device enhancements and performance parameters.

Event description:
Complaint received via receipt of (B)(4) reporting leakage problem with 1 number of ch2000 spiros connector. The report states "hung doxorubicin patient alerted she thought tube was leaking. Stopped infusion, checked lines, spiros appeared to be leaking. Contacted pharmacy, (instructed) to disconnect and a new bag would be made. Pharmacy bought up new bag and tubing¿" infusion/therapy resumed. No reported adverse patient/operator consequences/exposures. Manufacturer's investigation: lot record analysis: a review of the mfg lot database for lot# 1781492 (mfg date 11/2009) shows (B)(4). Although the exact cause of the reported event is unk, additional engineering investigations were conducted. The engineering tests recorded mixed results however, the problem was replicated in statistically small quantities of in-house test samples where component damages occurred when overtightened. A corrective and preventative action (CAPA) was initiated to further investigate leakage/performance issues. Several processing/equipment improvements have been identified, evaluated and are in various stages of qualification and implementation, including: (B)(4). Spiros performance specifications have been modified to include heightened and expanded component leak testing.